Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted in the tricuspid valve. To further reduce tr, an additional xtw clip was implanted. However, after deployment, the clip detached from posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was inserted. The clip was removed. Tr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to implant to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.